Manufacturer narrative:
The reagent lot number was 88795401 with an expiration date of 30-jun-2026. The field service engineer found that the water rinsing level was low and that water was splashing randomly. It was noted that the rinse nozzles were dirty and had rust on them. He adjusted the water levels and performed precision testing, which passed. Abnormal liquid level, low pressure in the vacuum tank, and other alarms were found in the analyzer alarm trace. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable triglyceride results from the cobas c 503 analytical unit. The initial result was 309 mg/dl, and the repeat result was 135 mg/dl. The repeat result after re-centrifugation was 122 mg/dl. The questionable result was not reported outside of the laboratory.